Event description:
It was reported that "during the procedure, the image jumps, and it is not clear. A different th100 was used to complete the procedure." No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: case number: (B)(4).

Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "during the procedure, the image jumps, and it is not clear" could be confirmed. It has been found that the zoom lens occasionally sticks or jerks / jumps when turning the zoom ring. It has also been found that the optical window fogs up on the inside. Further defects, independent from the reported issue, were found. Instrument clutch not working properly due to worn or misaligned parts optical window of the optical housing has residues the housing has scratches the th100 was found with a not correct working zoom ring/ zoom lens. Because of the age of the product (manufactured and delivered in 2017) it can be assumed, that the stuck of the zoom ring / lens is caused by aging. This is reinforced by the fact that the product has only been in operation for 31 hours with 2 start-ups. The event is filed under internal karl storz complaint ID: (B)(4).